Event description:
Line was leaking. Nnp notified. Line noted to be broken near hub. Neonatologist attempted to remove without success. Pediatric surgeon called and removed tip; sutured to left antecubital site.